Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade and continuous bleeding was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2023, a 31mm amplatzer amulet was implanted. Two hours post-implant, hemodynamic compromise was observed. Bedside transthoracic echocardiogram (tte) was performed and a pericardial effusion was observed which lead to cardiac tamponade. Pericardiocentesis of 500 ml blood was removed from the patient and the patient was stabilized. The patient was sent to intensive care unit for continuous bleeding. The patient is planned for computerized tomography (CT) and conservative approach with dose monitoring. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.